Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They had not contacted their doctor about the issue. The cause of the therapy being off was determined. They said there was too much pressure laying on their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for gast rointestinal/pelvic floor, urinary dysfunction/sacral nerve stim it was reported that the day before yesterday they noticed that they were going to the bathroom a lot more so they thought that maybe their implant battery had depleted because they had not charged it in a while. The patient said when they went to charge their implant, the implant battery was at 40% and therapy said off. The patient said they turned their therapy back on and their symptoms got better. The patient said they don't know how the therapy got off and wondered if the implant turned itself off. The agent reviewed information with the patient. The patient was redirected to the managing physician. The agent advised the patient to keep a journal if this occurred again. Adjustable bed with massage option.